Event description:
--

Event description:
Boston scientific received information that this left ventricular (lv) lead had dislodged. A revision procedure was performed and the was found to be in the coronary sinus (sc) and was not capturing. Efforts to advance a firm guidewire into the lead resulted in the wire perforating the lead body. Therefore, the lead was removed from service. The lead appeared to have insulation damage also. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Upon receipt in our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Detailed analysis confirmed the lead conductor coil is fractured 117 mm from the terminal pin. The distal side of the fracture is located approximately 175 mm from the terminal pin where a tip of an unknown guidewire was returned entwined in the conductor coil. The insulation is melted due to electro-cautery damage at this location and the coil is deformed and stretched. The guidewire appears to be entwined through the coil and tied in a knot. It appears that force was used to try and extricate the guidewire. The guidewire stretched and broke and the lead conductor was fractured and the insulation was torn. No other adverse events have been reported. This product issue will be re-evaluated if additional details are received.

Manufacturer narrative:
(B)(4). The lead is expected to be returned for testing. This product issue will be updated if additional information is received.